Event description:
During priming "belt slip" error message on the pump module of hl 20 was reported. No harm to any person has been reported. Complaint ID#(B)(4).

Manufacturer narrative:
During priming "belt slip" error message on the pump module of hl 20 was reported. No harm to any person has been reported. A getinge field service technician (fst) was onsite and investigated the unit in question. The hl 20 machine was checked and it was found that the optical tacho board is defective and needs to be replaced. Thus the reported failure could be confirmed. A dirty foil or a defective optical tacho board is a plausible cause for the error message "belt slip". Because the sensor no longer detects one or more lines on the film, it measures an apparently low speed at the pump head. Since this speed is then lower than the motor speed, the pump interprets this as a slipping belt and displays this message. The failure mode "belt slip" error message can also be linked to the following most possible root causes according to the hl 20 risk management file: defective/ dirty tacho, relay or pump belt. Device was manufactured in 2018-08-26. The review of the non-conformities during the period of 2018-08-26 to 2022-08-02 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.